Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens with a -8.5 diopter was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed. Reportedly, "after the patient's surgery, vision, refractive state, intraocular pressure, and arch high are normal. The patient consciously dizzy and headache." The problem was resolved. Cause of the event was reported as a patient related factor.

Manufacturer narrative:
Patient information: unknown. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6: 1880 added for headache. 2194 added for dizziness. Claim# (B)(4).